Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump does not connect to the pc unit. When the pump is connected between the pc unit and another pump. The other pump connects just fine. There was no patient involvement noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn 15824191 was performed from the date of manufacture 16jan2020 to the present date 23nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device

Event description:
It was reported that the pump does not connect to the pc unit. When the pump is connected between the pc unit and another pump. The other pump connects just fine. There was no patient involvement noted.